Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated "while device was being advanced the sinusoidal wire perforated the vessel and the silicon tip broke off, leaving part the silicon tip in the patient's bicep."

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection determined that tip was missing from the sinusoidal wire. The device is a supplier device so scar-00206 is being initiated to address the issue with the tip. Additional information provided in d9, h3, h6 and h11.